Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laporoscopic appendectomy, it was not possible to fire the device. The battery was removed and reinserted. At that point, the lights of the handle flashed indicating end of life. There was no delay, adverse event or injury reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter opened by the account. No visual abnormalities were noted for the handle or adapter. The eeproms (electrically erasable programmable read only memory) were uploaded and indicated (B)(4) autoclave cycles for both the handle and the adapter. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and displayed one blinking green light above the handle symbol, five blinking white firing progress indicator lights, and solid blue status indicator lights, indicating that the device had reached end of life. The subject adapter and a pmv representative reload were loaded onto the handle. The device was able to close and open the reload jaws, articulate, and rotate as expected. The device could not be fired due to the handle and adapter reaching end of life. Visual and functional testing of the returned sample confirmed the products met quality release specifications that were tested regarding the reported condition and the reported condition was confirmed. The adapter and handle had each reached (B)(4) autoclave cycles which is when the devices reach their end of life. At this point, the devices will no longer fire. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.